Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a (B)(6) patient with mandibular retrognathism and deviation of nasal septum, underwent metoplasty. The surgeon selected a plate of the orthognathic mandible system, performed osteotomy and fixed it with 4 screws of the orthognathic mandible system. The first screw of the midline broke down from the head down. The head was shattered and the body got stuck in the bone of the patient. However, the surgeon decided to leave it in place because removing it was time consuming and virtually impossible. The wound was sutured. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.